Event description:
It was reported that a declot procedure was being performed on a (B)(6) old male patient in radiology/special procedures. The patient had a left arm fistula which was not heavily clotted. The catheter was inserted without incident and they found the orange inner lumen had become detached. As a result, another ptd (percutaneous thrombotic device) was opened and used to complete the procedure. There was no delay in treatment, no patient death and no patient complications were reported. The patient's outcome was fine. Additional information received on (B)(6) 2011 from the sales representative stated a few passes were made when they discovered the orange inner lumen became detached at the basket end only, but was removed intact. No sharp angles were encountered.

Manufacturer narrative:
(B)(4). Follow-up report will be filed, if additional information becomes available.